Event description:
It was reported that the patient developed adjustment disorder due to severe aggravated multimorbidity. The patient was admitted and underwent ileus surgery and psychiatric evaluation. The physician assessed the event as unlikely related to the device hardware, and not related to the procedure or stimulation.

Event description:
It was reported that the patient developed adjustment disorder due to severe aggravated multimorbidity. The patient was admitted and underwent ileus surgery and psychiatric evaluation. The physician assessed the event as unlikely related to the device hardware, and not related to the procedure or stimulation. Additional information was received that the patient did not undergo ileus surgery and psychiatric evaluation. However, the patient showed symptoms of hyperkinesia, sever hypermobility with simultaneous bilateral increase in tone and lack of ability to speak. The patient stimulation and medications were adjusted, and the physician assessed the extreme fluctuation in symptoms were explained in the context of a functional etiology and no connection to current therapy could be established.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5162683. Product family: dbs-linear leads: upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5162686.

Event description:
It was reported that the patient developed adjustment disorder due to severe aggravated multimorbidity. The patient was admitted and underwent ileus surgery and psychiatric evaluation. The physician assessed the event as unlikely related to the device hardware, and not related to the procedure or stimulation.